Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07761; 2938836-2020-07762. It was reported that when the patient presented for follow up in clinic, noise reversion alerts and noise was noted on both the leads. Programming changes were discussed. The patient was stable.